Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895961 and gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of the report, the patient remained hospitalized and was recovering from the peritonitis. No additional information is available at this time. This is report 2 of 5 involved in this event.